Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID #: (B)(4).

Event description:
It was reported by customer that sensation plus 50cc intra-aortic balloon (iab) catheter unraveled. Also they are unsure and states there is blood on it so it may have occurred during insertion.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood was observed on the exterior of the iab. The sheath was not returned for evaluation. A kink was observed on the catheter tubing approximately 76.2cm from the iab tip. Additionally, a kink was observed on the inner lumen approximately 11cm from iab tip. The one-way valve was returned attached to the extracorporeal tubing. - a laboratory sheath insertion test was unable to be performed due to the membrane being unfurled. - a laboratory guidewire was used for an insertion test and was unable to go through the full inner lumen due to the inner lumen kink near the y-fitting. - an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. - one-way valve vacuum test was preformed, and it was able to hold vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).